Event description:
The following report was received from the descover registry: approximately 11 months post index procedure the target lesion at the proximal left circumflex was treated with poba for restenosis. Additional investigation of this complaint revealed the patient received a cypher des at the mid lad two months prior to the index procedure. The mid lad was treated for restenosis at index procedure.

Manufacturer narrative:
As reported in the descover database: the index procedure was completed on 05/12/2005; the primary indication for the procedure was unstable angina. The following medications were given within 24 hours before the procedure: aspirin, beta blocker, ace inhibitors, statins, and plavix. A loading dose of plavix(r) was not given pre-procedure. The following medications were given during the procedure: unfractionated heparin, and planned gp iib/iiia inh. The first target lesion was the left main. The lesion is de novo and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as little to none. Left main was protected. The reference vessel diameter is 3.0 mm. The lesion length was 8 mm. The pre-procedure diameter stenosis was 95%. The pre-procedural timi flow was grade iii. Lesion treatment included the use of stent rotational atherectomy. A 3.0x8mm cypher des was deployed. Direct stenting technique was used. Stent overlap was not present. Post-procedure diameter stenosis was 25%. The second target lesion was at the mid left anterior descending. The lesion is previously treated (restenotic) and classified as native. The lesion was not occluded; bifurcation was present; calcification was classified as little to none. The reference vessel diameter was 2.5mm. The lesion length was 13 mm. The pre-procedure diameter stenosis was 95%. The pre-procedural timi flow was grade iii. Lesion treatment included the use of: stent and rotational artherectomy. A 2.5x13mm cypher des was deployed. Direct stenting technique was used. Stent overlap was not present. Angiographic success was achieved for this patient. Post-procedure diameter diameter stenosis was 25%. The third target lesion was at the proximal circumflex. The lesion is de novo and classified as native. The lesion was not occluded; bifurcation was present; calcification was classified as little to none. The reference vessel diameter was 2.5 mm. The lesion length was 13 mm. The pre-procedure diameter stenosis was 75%. The pre-procedural timi flow was grade iii. A 2.5x13mm cypher des was deployed. Pre-dilation stenting technique was used. Stent overlap was not present. Post-procedure diameter stenosis was 25%. Post-procedure timi flow for all three lesions was grade iii. No procedural complications or device malfunctions were noted. The patient was discharged on 05/13/2005 with the following medications: aspirin, beta blocker, statins, ace inhibitors, plavix. The success of the procedure was complete. This is one of two products being reported for the same event. Please reference manufacturing reports #: 3003742446-2006-00404 and 3003742446-2006-00405. Any additional information will be submitted within 30 days of receipt.